Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left iliac artery using pod8s. During the procedure, while advancing the first pod8 through the lantern delivery microcatheter (lantern), the physician experienced resistance and reported that the pod8 felt ¿sticky¿. Therefore, the hospital technologist attempted to retract the pod8 back into its introducer sheath directly from the lantern. During the retraction, the proximal end of the pod8 pusher assembly was inadvertently bent. The pod8 was then removed and was not used in the procedure. After that, the physician flushed the lantern with saline and the procedure was completed using the same lantern and a new pod8. There was no report of an adverse effect to the patient.